Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device caused damage to the lung tissue and fear of serious illness. Additionally, the device was returned to the service center for evaluation. During servicing of the device, no evidence of foam degradation or any other type of contamination was observed. The device has been repaired. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.